Event description:
It was reported that intermittent undefined alarms occurred and that the pump was not working properly. Additionally, resistance was experienced during the fill process. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.